Manufacturer narrative:
The device was not received for evaluation however, photographs of the sample were provided for evaluation. The visual inspection of the pictures observed that the cone of the return male luer lock (mll) is broken. The reported condition was verified. A potential cause of the condition could have been overtightening of the luer connection which can lead to blocked connection and/or cracks. A nonconformance has been established to further investigate the connection components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during treatment with a prismaflex st150 set, an external blood leak was observed through the venous lumen. The treatment was ended with blood restitution. The accumulated blood loss is estimated to 150ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.